Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) system displayed high out of range left ventricular (lv) pacing impedances of greater than 2000 ohms. The lv pacing impedance was previously in the 1700 to 1800 ohms range. Additional information was received that the root cause for the out of range measurement was not determined. No further troubleshooting was performed. The decision was made to continue monitoring the patient as long as the pacing thresholds do not change. At this time, this crt-d and competitor lv lead remain in service. No adverse patient effects were reported.